Manufacturer narrative:
This report is submitted on october 25, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 h3 other text: device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2017.